Event description:
It was reported that the patient presented to the hospital for ICD change-out due to premature eri. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. Based on the device settings the device was found to be below expected limits. The device was tested on the bench and high current was present in the hybrid. An anomalous component within the battery was identified as cause of the premature battery depletion.